Event description:
The patient had a worsening of symptoms, increasing nausea, vomiting, abdominal fullness, weight loss and hospitalization from (B)(6) 2021 until (B)(6) 2021 the outcome was not recovered/not resolved. The investigator reported it was not related to procedure neither products. The sponsor reported it was possibly programming related. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to. Patient codes: 1970, 2144, 2607, 2601. Device code: 2993. Reference report# mw5187645, mw5187646.